Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed power error alarm. Customer¿s blood glucose was unknown at time of incident. Customer stated that the power error alarm recurred. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with power error due to connector resistance issue. Insulin pump passed the displacement test, sleep current test and active current test.

Manufacturer narrative:
The correct information has been provided with this report.